Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is presumed that the cause is failure of the printed circuit board (dx board). No adverse events were occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image. Customer turned off system and reconnected scope, however, the error still occurred. The issue occurred during preparation for use of a diagnostic gastro-endoscopy procedure. There were no reports of patient harm and the intended procedure was able to be successfully completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.